Event description:
The customer reported that during an exploratory laparotomy / bowel resection procedure, the device did not seal the patient tissue. It is unknown if an endtone (indicating a completed seal cycle) or a regrasp alarm was heard. It is also unknown if any unanticipated bleeding occurred. The surgeon used hand dissecting and suturing to complete the procedure, and there was no reported injury to the patient. There is no more information available from the site regarding this incident.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no defects. The device jaws opened and closed normally when the handle was activated. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily, and endtones were heard, indicating completed seal cycles. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.